Event description:
The customer reported that this bedside monitor (bsm) is not showing up in the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) is not showing up in the central nurse's station (cns). According to the customer, all the selections and information were grayed out. The customer removed and re-docked the transport monitor, powered down the main monitor and checked that the cable was plugged in; however, the issue remained. Technical support (ts) informed the customer that there definitely appears to be a connection issue. Ts asked the customer to have their biomed reach out to do a deeper troubleshooting. The patient was moved to a different room. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) is not showing up in the central nurse's station (cns). According to the customer, all the selections and information were grayed out. The customer removed and re-docked the transport monitor, powered down the main monitor and checked that the cable was plugged in; however, the issue remained. Technical support (ts) informed the customer that there definitely appears to be a connection issue. Ts asked the customer to have their biomed reach out to do a deeper troubleshooting. The patient was moved to a different room. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/03/2025 I called patti to ask if the reported issue has been resolved and if resolved, how it was resolved. A message was left for patti to call me back with this information. Attempt # 2: 12/05/2025 I called patti to ask if the reported issue has been resolved and if resolved, how it was resolved. A message was left for patti to call me back with this information. Attempt # 3: 12/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this bedside monitor (bsm) is not showing up in the central nurse's station (cns). There was no patient injury reported.